Event description:
Six years ago I had the essure procedure done. I have had excruciating pain since. I have irregular periods since, I have started pre menopause due to the procedure. The last doctor I saw about it refuses to take it out. I want it out! I want this product off the shelves.